Event description:
It was reported that, "pt was hyperextending, so the doctor revised the tibial insert from a 90mm to a 13mm."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.